Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trigger considering the following event is identified: infection event description: it was reported that the patient underwent a revision surgery on (B)(6) 2018 due to elevated metal ions and corrosion where a biolox option head was implanted. Subsequently, on (B)(6) 2018 and (B)(6) 2018 patient underwent first and second irrigation and drainage procedure. Due to these procedures patient underwent a re-revision surgery on (B)(6) 2018 where the liner and head were replaced. Review of received data: - the first revision op note for the left hip dated (B)(6) 2018 demonstrated that the patient was revised due to elevated metal ion levels, tissue reaction. Pseudotumor was identified with MRI. When the capsule was opened, there was a large amount of cloudy yellow fluid. This was sent for culture. Tissue sent to pathology to r/o alval. Additional fluid noted when hip was dislocated. Large amount of corrosion about the femoral head and neck. Liner was noted to be in good condition. After the new ceramic head was placed and hip reduced, there was excellent stability. Radiology report dated (B)(6) 2018 indicates no periprosthetic fractures or significant lucency. Expected postoperative appearance. The patient had first I&d on (B)(6) 2018. Large amount of clear wound drainage with some yellowish fibrous debris. Affected tissue was debrided. Ultra sound report (B)(6) 2018 detected fluid collection. The patient had the second I&d on (B)(6) 2018. There was a significant amount of yellow clear fluid. Ultra sound guided aspiration left hip (B)(6) 2018 ¿ thick-yellow fluid aspirated. The op notes for the 2nd revision dated(B)(6) 2018 demonstrated that the patient was revised due to infection. Immediately under the skin, there was a collection of purulent material. The anterior capsular tissue appeared to be destroyed. This was debrided as well as around the proximal femur. The acetabular locking mechanism was noted to be nonfunctional. After liner was removed, the soft tissue was debrided and the new liner was able to be inserted and the locking mechanism was good. New ceramic head was implanted. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: - this device is intended for treatment. - the compatibility check was performed and showed that the product combination was approved by zimmer biomet. - instruction for use (IFU) states under sterility section as follows: "these devices are provided sterile (sterilized by gamma irradiation - indicated by the sterile r symbol on the label) and remain sterile as long as the package integrity has not been violated. Inspect each package prior to use and do not use the component if any seal or cavity is damaged or breached or if the expiration date has been exceeded. Once opened, the component must be used immediately or discarded." - sterilization certificate of the product confirms that the device was sterilized per sterilization specification. Conclusion: the investigation results did not identify a non-conformance or a complaint out of box (coob). Review of the device history records for the product did not identify any deviations or anomalies related to the reported event. Sterilization specification of the device certifies the suitability of sterilization. The sterilization certificate confirms that the product was sterilized according to the specifications. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the product caused or contributed to any patient infection. Based on the given information and the results of the investigation the complaint could be confirmed, however, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00321.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: a cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to reprot 0009613350-2019-00321.

Manufacturer narrative:
The manufacturer did not receive x-rays for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the left side and underwent re- revision surgery due to surgical wound complication.